Event description:
It was reported that the customer was hospitalized with hyperglycemia and ketones. Troubleshooting was performed, and the settings were correct on the insulin pump. It was also found that the customer had not rec'd any alarms on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.